Event description:
It was reported that ongoing intermittent occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. To resolve the issue, the customer was advised to deliver insulin in smaller increments and requested a pump replacement, which was approved and scheduled by technical support. Reportedly, the customer continued to use the pump for insulin therapy.